Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, the cap could not fire. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.